Event description:
The pt had cataract extraction with iol insertion in 6/95. This was followed by a surgery in 10/95 for retinal detachment and proliferative vitreoretinopathy. The pt is admitted for retinal detachment and removal of the intraocular lens which was inserted in 6/95. Admission is 2/2/96.